Event description:
It was reported that the numbers on the screen were hard to recognize because the screen was dull. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further action was required.